Event description:
It was reported that caller experienced recurring cartridge alarms on pump, including one confirmed malfunction alarm, with issues occurring across multiple cartridges over several days. There was no adverse impact to the customer¿s blood glucose level. Caller continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support confirmed details, arranged replacement pump.